Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent. Approximately six (6) years post initial procedure, a fabric tear (type iiib endoleak) was found during a routine follow-up scan and the graft expanded (to 36mm) causing a leak. The physician is unable to reline with an endologix graft and is looking into other options to fix. The patient is asymptomatic.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported event: type iiib endoleak of both the cuff and the main body stent. In addition, the clinical assessment determined that there was evidence to reasonable suggest strut fracture of the main body stent, a proximal relining procedure (brachial approach) with a non-endologix stent, and a persistent type iiib endoleak that were not included in the event as reported. These events were discovered during review of the event angiogram and CT studies 52 months post implant. The complaint is most likely device related. Procedure related harms for this complaint could not be determined. The final patient status was not reported. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to 0.2%. Correction: outcomes attributed to adverse event: remove other serious and add required intervention; removed result code 3233 and add 4247; remove conclusion code 11 and add 22, 4301. Additional information: event, relevant tests/laboratory data, other relevant history; PMA/510k; add device code 1260; add method code 3331, 4112.

Event description:
Additional information received per clinical assessment confirming that a strut fracture of the main body stent was also present at the time of the event. A proximal relining procedure with a non-endologix stent was then performed on an unknown date. However, the reported type iiib endoleak has persisted post re-intervention.